Event description:
Kimberly clark #0200-16 mic jejunal feeding tube was implanted. Pt returned next day with complaint that tube was leaking. Valve noted to be defective. Manfucturer rep notified. Tube replaced in special procedure unit.